Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon slow deflation occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.00x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and deployed at 14 atmospheres for 10 seconds. The physician attempted to deflate the stent delivery balloon but it remained inflated. The technician pulled negative on the inflation device and the stent delivery balloon deflated extremely slow. The balloon was re-inflated (in the same position) at 10 atmospheres for 8 seconds. Again the deflation of the balloon was tremendously slow. The physician pulled negative on the inflation device multiple times and the balloon was then removed in a deflated state. No patient complications were reported and the patient's status was stable.